Event description:
The catheter was prepped in normal fashion (plugged into the system) when it was advanced through the sheath, high impedance numbers were seen (abnormally high). Another one was used and worked fine. The lot number of the new device 5275021.